Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that following laser assisted cataract surgery in the left eye, there was an unexpected postoperative outcome as a result of the arcuate incisions were not placed as planned. The patient experienced blurry vision and had photorefractive keratectomy (prk) surgery to correct the residual myopia.